Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was tested with no external flash crc error and off no power or setting anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had external flash crc error. The customer¿s blood glucose level was 386 mg/dl. Customer stated that the insulin pump got error during the bolus and it was shut down all the settings were erased. The customer was treated with bolus for high blood glucose. The customer was assisted with performing self-test and was failed. The customer was advised the pump will need to be replaced. The customer was advised refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.